Event description:
(B)(4) center of synthes (B)(6) informed synthes product service, (B)(6), that multiple unopened transverse and transconnectors were found on incoming inspection to have the screws completely separated from the devices inside the packages. This is 3 of 6 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The original lot number, 6171349, was us lot. Lot # recd once device was repackaged at (B)(4). A review of the mfg record has been requested. Device rec'd in (B)(4) 2010, not available for eval at this time.